Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Suggested component code: mechanical (g04) ¿ femur.

Event description:
It was reported patient underwent a revision procedure due to the femoral component collapsing in situ and becoming unstable. The femoral and bearing components were explanted. Attempts to obtain additional information have been made; however, no more is available.